Event description:
A malfunction was reported with a pump. There was no reported adverse impact to the customer¿s blood glucose level. Technical support provided instructions and assisted in resetting the pump. After the reset, the malfunction code did not recur, and the customer was advised that the pump could continue to be used, with the instruction to call back if the issue returned.